Event description:
It has been reported that a novartis nutrition nuport peg was placed in a 97 year old male patient without complications. The pt returned to the nursing home where he reportedly suffered a fall. The pt developed a fever and reportedly died. Physician believes that the peg tube may have dislodged when the patient fell. Cause of death was reported as heart failure due to peritonitis.